Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens came out like a rocket launch just before iol implantation. The lens was not inserted into the patient eye, however, there was a possibility that the lens touched the patient. Therefore, the lens was discarded considering a possible risk of infection. The patient eye was not affected and the surgery was completed on the same day.